Event description:
Boston scientific received information that the patient with this right ventricular lead and cardiac resynchronization therapy-defibrillator experienced syncopal episodes. The patient, who was non-compliant for follow up, was seen in the clinic. A device check was performed and fine noise on the pace/sense channel was noted. The noise was oversensed and lead to pacing inhibition. Technical services discussed trouble shooting options with the field representative. Attempts to obtain additional information were unsuccessful. As of today, available information indicates that the system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.